Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/27/2013: the device was returned to animas and evaluated by product analysis on 08/02/2013 with the following results: no defect was found. All of the keypad buttons respond properly. The keypad was intact and when removed, found no damage or contamination to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with the ok button of the subject pump was observed. The reporter noted that when the ok button was pressed the ok/enter button functionality did not respond. The reporter had to press the button several times before the pump would function normally. The reporter confirmed that the patient can safely bolus from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The pump will be replaced.